Event description:
It was reported that the customer received a button error alarm on the insulin pump during a bolus delivery attempt, after the insulin pump was possibly exposed to water. Her blood glucose level was 409 mg/dl and the customer stated she would call her doctor to start a back-up plan. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Insulin pump received with intermittent buttons due to moisture damage on keypad trace. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with scratches on lcd window, reservoir tube window, cracked case at display window corners and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)